Event description:
The patient contacted depuy as a result of the asr recall to initiate a claim. The patients medical records were received. The records indicate the patient was revised to address pain, cystic mass, and increased metal ion levels. **update** (B)(4) 2013 - litigation received (B)(4) 2013 and attached. Complaint changed to legal. Litigation alleges patient had severe pain, fluid build-up, pseudotumors, soft tissue cystic changes, mass eroding through the iliotibial band, loss of attachment of the piriformis and external rotator muscles and metallosis after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
The patient contacted depuy as a result of the asr recall to initiate a claim. The patient's medical records were received. The records indicate the patient was revised to address pain, cystic mass, and increased metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had severe pain, fluid build-up, pseudotumors, soft tissue cystic changes, mass eroding through the iliotibial band, loss of attachment of the piriformis and external rotator muscles and metallosis after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.